Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -13.00/+3.0/091 (sphere/cylinder/axis) in the patients right eye (od) on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to low vaulting and lens rotation. The lens was replaced with a longer lens and the problem was resolved. The lens is stable and patient is happy. The cause was unknown.

Manufacturer narrative:
Corrected data: b5-"the reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -13.00/3.0/091 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2022. The patient experienced a low vault with rotation. On (B)(6) 2022 the lens was exchanged with the different model/longer length lens and the problem was resolved. Reportedly "lens is stable after exchanging with the bigger size lens. Patient is happy". The reporter indicated the cause of the event is unknown." Claim# (B)(4).